Event description:
It was reported to philips that there was no geometry available on the allura device. The device was inside of clinical use at the time of the event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that no communication with geo pc. After that fse found the issue cmos battery was not working. To resolve the issue fse replaced geo pc and after replacement of geo pc the system was returned to use in good working order. The codes were updated based on the investigation outcome.